Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was suspected that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed. Patient condition was stable.

Event description:
New information received via product receipt notes that the implantable cardioverter defibrillator was explanted and replaced. No patient consequences reported.